Manufacturer narrative:
Findings: unit had intermittent button response due to corroded keypad traces. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 215 mg/dl. The customer stated that she was at the water park and the device was exposed to some water. The customer reported there is fluid under the lcd display. The customer stated that the device was not dropped and there is no cracks or other issues with the pump. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 215 mg/dl. The customer stated none of the buttons are working. The customer stated that she was at a water park and the device got exposed to water and got damaged. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.